Event description:
During epidural, crna [certified registered nurse anesthetist] was attempting to remove needle from catheter, the catheter unraveled. Their concern it was damaged by the needle and concern for retained foreign body. CT abd pelvis performed for r/o rfb [rule-out retained foreign body].